Event description:
It was reported that(1) tsw45 and (5) tr45w and (1) tr45b were used during a sigmoid colon resection procedure. It was reported by the rep that during the procedure the surgeon used the tsw45 to ligate and transect the meso colon. The blue cartridge had notable leaking of the staple line. The white reloads used left the distal portion of the staple line with small bleeders. One reload used cut but did not staple a vessel. All white reloads used had to be spot coagulated. It is unknown how the case was completed and there was no consequence to the pt.